Event description:
An attorney reported having a client whose intraocular lens (iol) was noted to have a scratch on the optic following implant surgery three years ago. The iol was subsequently exchanged, but the outcome of the exchange "was not as good as the initial surgery." Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.